Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system device was implanted during a procedure performed on march 20, 2019 for the treatment of stress urinary incontinence. The vaginal skin was incised 1 cm proximal to the urethral meatus and 2 cm was made during the surgery. The vaginal skin was separated from the posterior bladder wall. Perforated the pelvic fascia on both sides. Two stab incisions were made from the pubic tubercle to the anterior abdominal wall at this time. The trocars were moved from here to an awaiting finger in the vagina. Cystoscopy was conducted with a 30 and 70-70 degree lens, demonstrating no bladder damage. The sling was placed on the trochars at this point, and a 16-french foley catheter was replaced with the sling and dragged up to a #10 hegar dilator below the urethra. The sling's protective sheath was removed. The tension on the sling was checked and found to be adequate. A running interlocking 2-0 vicyl suture was used to seal the vaginal skin. The sling was custom-made to fit the front abdominal wall. The catheter was withdrawn from the patient, and the vaginal incision was coated with estrace cream. The patient was woken and sent to the recovery room in good condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date of the mesh was implanted. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.